Event description:
It was reported the patient received an inappropriate shock secondary to atrial fibrillation with rapid ventricular response. Additionally, the patient experienced shortness of breath. The patient was treated for one to two days and converted back to a normal sinus rhythm. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.